Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for unknown reason. Customer's blood glucose level was unknown. Customer reported that the insulin pump stopped working and then they went to hospital however, customer also reported that something popped up on insulin pump and they were unable to clear it out. The insulin pump will not be returned for analysis.